Manufacturer narrative:
(B)(4). Physio-control has evaluated the device and verified the reported issue.  The customer has decided to not pursue repair options due to the age of the device and the fact that it is no longer covered under warranty.  The cause of the reported issue could not be determined.

Event description:
The customer reported that their device would no longer power on.  There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
Physio-control further evaluated the device and determined that the device had sustained external impact damage which caused internal damage to a field effect transistor, designator q2 from the main pcb assembly. The damage to q2 led to the device power issue.